Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 10cm powerglide pro midline catheter. Blood residue was observed throughout the sample. A small diagonally aligned split was observed just distal of the molded joint. Microscopic inspection of the split revealed sharply defined and irregular fracture surfaces. The fracture surface texture was partially granular and partially striated. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. The fracture features were consistent with damage caused by contact between the catheter and a sharp instrument such as a scalpel or scissors. The location of the damage suggested that catheter/site maintenance may have contributed to the damage. The product IFU states ¿do not allow accidental device contact with sharp instruments.¿ such damage can also occur during device placement if the catheter is withdrawn onto the needle shaft and if the needle is reinserted following catheter advancement. A lot history review (lhr) of recx1450 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a blood leak was noticed between the hub and the catheter. It was removed and a new one was placed and no leaking was noticed.